Event description:
The reporter indicated that on (B)(6) 2022 a 13.2mm, vticm5_13.2, -8.00/2.0/090 (sphere/cylinder/axis) implantable collamer lens was implanted, removed and replaced intraoperatively due to the doctor noticing a missing haptic after implanting. It was reported that the problem resolved. Cause of event was reported as unknown.

Manufacturer narrative:
Expiration date: 12/31/2023. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned a vial with liquid. Visual inspection found the haptic torn. Claim# (B)(4).